Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that customer reached out regarding the beds. They have 8 and "really like them but are concerned" initial report: a resident tried to use the foot board to steady himself but the footboard brackets just popped out of the slot and the panel flipped then the resident fell. According to the don, he needed 21 stitches in his knee. The resident's weight is 148.4 lbs. Customer needs to know if there is some way to lock down the footboards so they do not pop out of the brackets. " the bed yall sold us, they found the foot rest and headboard have a bracket, it slides into a slot. " resident apparently used it to brace to get up. When they put weight against it, the footboard tilted sideways and the resident fell. They need something that will secure the footboard into the bed, we cannot have that happen again. "He knows they are not supposed to use it to get up but -it will happen again- if they don't change something." Complaint #(B)(4) has been entered into our system.